Event description:
It was reported that the right ventricular (rv) lead exhibited intrinsic amplitude out of range and an increase of pacing impedance from 670 ohms to 860 ohms. The stored electrogram (egm) shows this implantable pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing for two seconds of possible electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The presenting egm shows the pacing impedance measurement is stable and the battery longevity is normal. At this time the device and lead remain in service. No adverse patient effects were reported.